Event description:
It was reported that the right atrial leadless pacemaker (alp) dislodged and migrated to the coronary sinus. The dislodge was confirmed via x-ray. The alp was successfully retrieved. The patient was in stable condition.